Event description:
It was reported that the right ventricular (rv) lead exhibited noise as noted on an electrogram (ECG). The impedance and threshold values are noted to be stable and within normal limits. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 452453 implantable pacing lead, implanted: (B)(6) 1995, product ID: kdr901 implantable pulse generator (ipg) implanted: (B)(6) 2004. (B)(4).